Event description:
It was reported that the patient's right ventricular (rv) lead has had high pacing thresholds for seven months. The pacing safety margin was reprogrammed at the most recent patient follow-up and monitoring will continue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).